Event description:
It was reported that the power module battery clip was cracked and needed to be replaced. The power module was older, and the battery connection was hardwired into the power module and would need to be sent in to update the wiring harness to the streamline cable connection.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline connector clip on the power module (pm) ((B)(6)) was confirmed via product testing. The pm was evaluated at the service depot. The unit had an older style battery clip which was cracked, the cable was removed and the upgraded streamline cable assembly was installed. A full functional checkout was performed. The unit passed all tests. The unit was returned to the customer site and is ready for use. Multiple attempts were made to obtain additional information from the customer regarding the event (including if a patient was involved with the event and any adverse affects); however, no additional information was provided. A root cause for the reported damage was not conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.